Manufacturer narrative:
Device has been received and sent to the manufacturing site for investigation.

Event description:
Provu monitor froze and went black during an intubation attempt. Second recent occurrence of the screen freezing. Unknown if another provu blade was tried. Clinician opted to use direct laryngoscopy for successful intubation but notes pt further "decompensated" during the delay. The first time the issue occurred - the staff was able to use a new blade and the screen worked. The second time it happened, the physician did not want to use it and elected to use a direct blade instead. The staff did not try turning the device off and back on, and did not try reconnecting the currently blade they were using. The physician was not the same from the first to the second issue. Both patients seemed to be exhibiting a "flash pulmonary edema" type of situation, and the mouth was very wet. It seemed that when the blade became wet from all the oral secretions, the video screen started having problems. The device was utilized again yesterday on day shift without complications. (Patient was not experience a pulmonary edema type of situation). No serious injury/harm to patient or user . No indirect harm . Required intervention to prevent permanent damage . No hospitalisation - initial or stay prolonged by 1 day or more . No serious injury, disability or permanent impairment . Not life threatening . No deaths.

Manufacturer narrative:
Awaiting the return of the device for investigation.

Event description:
Provu monitor froze and went black during an intubation attempt. Second recent occurrence of the screen freezing. Unknown if another provu blade was tried. Clinician opted to use direct laryngoscopy for successful intubation but notes pt further "decompensated" during the delay. The first time the issue occurred - the staff was able to use a new blade and the screen worked. The second time it happened, the physician did not want to use it and elected to use a direct blade instead. The staff did not try turning the device off and back on, and did not try reconnecting the currently blade they were using. The physician was not the same from the first to the second issue. Both patients seemed to be exhibiting a "flash pulmonary edema" type of situation, and the mouth was very wet. It seemed that when the blade became wet from all the oral secretions, the video screen started having problems. The device was utilized again yesterday on day shift without complications. (Patient was not experience a pulmonary edema type of situation.) No serious injury/harm to patient or user. No indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.